Manufacturer narrative:
Analysis was performed remote service personnel. The remote support engineer (rse) talked to the customer and advised live tests on the reported device. The results of the analysis were that there was no more sound and the multi speaker rack needs replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective multi speaker rack. The issue was resolved by sending a replacement part part to the customer who will perform the repair. A review of the service history for this device shows the problem has not been reported again for this device. E1: reporting institution phone#: (B)(6).

Event description:
It was reported there was no more sound on the central station screen. The device was not in clinical use. There was no report of patient or user harm.